Event description:
It was reported the pt ((B)(6)) is without stimulation and is unable to establish communication with the ipg via either the programmer or charging system. Efforts to resolve this matter with use of a different programmer were unsuccessful. X-rays will be taken for further interrogation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.